Event description:
It was reported that the patient was receiving alerts on the device for atrial sensitivity while the device was programmed to vvi. It was also reported that the atrial port was not being used and was not plugged. The atrial lead was reprogrammed to plugged. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.